Event description:
It was reported the patient is not receiving effective stimulation. Lead diagnostics showed invalid impedance values for the scs lead. Follow-up identified a sjm representative was unable to resolve the issue with reprogramming. Possible surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.